Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was doing surgery / implantable neurostimulator (ins) replacements every two years. Patient has two ins's and was not sure which ins's lasted for two years. The 2012 ins's lasted only 2 years. Patient stated the health care provider (hcp) does not want do a rechargeable ins. Patient also requested for a list of hcp's who work with rechargeable ins's. No patient symptoms reported. Patient stated the first ins lasted for 5 years, then 3 years and now every 2 years. Patient stated the last ins was implanted in (B)(6) 2018.